Event description:
It was reported that during an unknown procedure, the device broke and stopped working during the procedure. No further information was provided. There was no reported patient consequence.